Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue but could not duplicate the reported issue. Root cause is unable to be determined. No parts were replaced. The customer declined the option to repair. The device was sent back without repairs and the customer was informed not to use the device.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. There was no patient use reported with the event.